Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery gauge decreased from 100% to 5% within a day. Additionally, the customer reported that after delivering a bolus, the customer's blood glucose (bg) level did not decrease as expected based on the amount of insulin delivered. Reportedly, no alarms occurred and the customer received a messaging verifying that the bolus request had been successfully delivered. Although requested by tandem technical support, the customer declined to perform troubleshooting for the reported issues. At the time of the reported event, the customer's bg level was 304 mg/dl.